Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false negative mycoplasma pneumoniae patient result with an irregular curve was obtained. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false negatives." Customer reported that they are seeing pcr curves that show evidence of true amplification but are not being reported as a positive. The customer instrument run database was provided to bd service and quality for further analysis which did not reveal any functional issues. A bd field service engineer (fse) was dispatched to the customer site where they performed an instrument health check and preventative maintenance service. The instrument was verified to be in good health, alignments, calibration, and cleaning was performed. The instrument was qualified and confirmed to operate to bd specifications. This complaint is unconfirmed as no functional problem could be identified. Sample analysis consisted of customer instrument run data files. Analysis by bd quality did not reveal any evidence of an instrument performance issue. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false negative mycoplasma pneumoniae patient result with an irregular curve was obtained. There was no report of patient impact.